Manufacturer narrative:
The biofreedom (bfr1-3028/w25030275) stent have been implanted in the patient, and therefore, it is not returned for biosensors' investigation. The available information does not indicate a confirmed biofreedom stent device deficiency or manufacturing-related issue. The reported in-stent restenosis (isr) with chronic total occlusion (cto) occurring 9 months post-implantation is considered most likely multifactorial and associated with the patient's significant comorbidities and the highly complex, severely calcified lad lesion requiring rotational atherectomy and extensive lesion preparation. Although procedural contribution, such as possible stent underexpansion, cannot be completely excluded due to the absence of intracoronary imaging, no procedural complications, abnormal device behavior, or angiographic evidence of stent malfunction were reported during the index procedure. There were no evidence of stent thrombosis. Therefore, based on the available clinical, procedural, and angiographic information, a direct causal relationship to the biofreedom stent could not be established. Biosensors analysis of the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The restenosis events are recognized potential hazardous situation and documented in manufacturer's product analysis. The risks are acceptable as benefits outweigh residual risk. There is no evidence of device or manufacturing activities deficiency identified. Accordingly, there is no correction or corrective action to be implemented.

Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. Patient ID: (B)(6). Patient is 57 years old, male, with medical history of renal insufficiency, hypercholesterolemia, hypertension, and thrombocytopenia. Patient was presented with nstemi. Index procedure was done on (B)(6) 2025 to treat a 99% stenosed and calcified type b2 proximal lad. The lesion was treated previously but the site reported that this is not an in-stent restenosis. The lesion length is 25mm and reference vessel diameter is 3.50mm. Poba was done using ryurei 1.0 x 5mm balloon at 12-14atm, followed by ryurei 1.5x10mm balloon at 16atm. Pre-dilatation was done with sapphire nc 24 2.0x15mm balloon at 16atm. Rotablation was done using 1.5mm burr for around 5min with no complication and no dissection. One biofreedom 3.00mm x 28mm (lot no. W25030275) stent was implanted at the proximal-to-mid lad at 10atm. Post-dilatation was done using nc trek neo 3.50 x 15mm at 14-16atm. There is no dissection, no perforation, no changes to ECG and no complication during the procedure. No intracoronary imaging was done. Timi flow post procedure is three. The procedure is successful. Patient was discharged on (B)(6) 2025 with aspirin and clopidogrel prescription. During the one month follow-up on (B)(6) 2025, patient had no angina. During the 9 months follow-up on (B)(6) 2026, patient had relook elective admission. Patient has no history for admission of acute coronary syndrome (acs), no chest pain, and tolerates hemodialysis (hd) well. However, the relook angiography showed that the proximal segment of the stent is patent while in-stent restenosis (isr) with chronic total occlusion (cto) was observed in the middle segment of the same stent at the lad, requiring prolonged hospitalization. Physician attempted to cross the cto but was unsuccessful. Medical therapy was given, and patient is re-counselled for reattempt. New elective date will be provided if patient agrees.